Event description:
It was reported that during a routine follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to exhibit premature battery depletion and had triggered elective replacement indicator (eri). The device was planned to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to exhibit premature battery depletion and had triggered elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.